Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient had their generator and lead explanted due to infection at the generator site. Both IV and antibiotics were tried, but failed. Patient was seen after the vns implant for post-op visit on (B)(6) 2019 and no anomalies were seen at that appointment. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.